Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient suffered an incident an hour after an ipg procedure. CT and MRI scans concluded no brain hemorrhage or stroke. Patient suffers from psych issues and medical team is attributing incident to non-epileptic seizures or functional movement disorders. The physician stated the issue was not related to the procedure or products.